Event description:
It was reported that during a coronary stent procedure, removal difficulties were encountered. The physician had attempted to direct stent with a taxus stent and was unable to cross the lesion. The maverick balloon was used to pre dilate the very sharp calcified lesion. The balloon was inflated to unknown atm. The tip dislodged during removal and remains in the pt. The balloon also appears to be torn. Pt status was reported as "fine."